Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found investigation summary- the product was returned to ethicon for evaluation. One suture piece was received for analysis. Product code 8557h. During the visual inspection of the suture piece, body fluids and crimping were noted. Besides that, the ends appear to be cut probably caused by a surgical instrument. This is consistently with the removed of the suture from the patient. Per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a total arch procedure on (B)(6) 2007 and suture was used. On 25-jul-2024, the central side of the surgical site was bleeding, so the doctor performed again a total arch ((B)(6) 2024) by continuous suturing. At that time, it was confirmed that there was bleeding not only on the central side, but also on the peripheral side. Then, during the re-operation, it was also confirmed that the suture was loose. In the previous surgery, anastomosis of the artificial blood vessel and the living blood vessel was performed through a felt and by inclusion. In that case, it was reinforced with grf glue. The suture was not broken, and as mentioned before, the suture was loose. The doctor is thought the suture is no problem, but it is possible that the suture was loaded for many years and the anastomosis site was loose cause of the suture may have stretched. And also, the doctor felt that the suture was thinner than a usual prolene 4-0, it is possible that the suture has become thinner because of stretching. The suture retrieved in this case was the suture that was anastomosed on the peripheral side. The patient is currently hospitalized, but the progress is uneventful. The patient was placed under observation because the re-operation was performed and a recurrent nerve impairment remained. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? What was the source and triggering event of bleeding? What was the volume of blood loss? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the alleged deficiency of the suture? Bleeding by loosen suture. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Anastomosis of artificial blood vessels and natural blood vessels. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No special condition was reported. How was the suture placed (interrupted or continuous)? Continuous. How was the suture originally tied (multiple knots, square knot, etc.)? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. Reoperation (redo initial procedure). Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During reoperation, the suture was loosen and the doctor felt the suture looks thinner than usual product. What symptoms did the patient experience following the index surgical procedure? Onset date? Bleeding post-op 17 years. What was the source and triggering event of bleeding? Distal and central sides of vascular anastomosis. What was the volume of blood loss? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor said "I don't think there is a problem with the thread, but it's possible that the thread has been under stress for many years, causing it to stretch and loosen the anastomosis." What is the patient's current status? Under observation lot number? Unk. Surgeon¿s name? Unk.